Manufacturer narrative:
Conclusions: despite several requests, no information has been received from the field about the circumstances which led to explantation. Different damages to the active electrode were detected during device investigation, some might be caused by an external mechanical impact and others likely due to minute device mobility. However, it cannot be determined if and which damages were the reason for explantation, due to a lack of relevant information. This is a combined initial and final report.

Event description:
The explanted device was received from the audiologist and forwarded to headquarters. The user was re-implanted on (B)(6) 2017 with a competitor's device. Despite several requests, no further information has been received.